Event description:
The surgery was on (B)(6) 2009 for a heel arthrodesis. During one of the post-op visits on (B)(6) 2009, the doctor noticed that one screw of the plate 4 holes was broken. There was a good outcome for the patient, and it was considered that a second surgery was not required. Integra has requested additional clinical information.

Manufacturer narrative:
Add'l lot numbers: ea14 and ea33. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated, based upon the reported information.